Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was consequently not sensing and was capturing the ventricular myocardium. The lead was capped and replaced. No patient complications have been reported as a result of this event.